Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) with 45 non-sustained tachycardia and 20 ventricular fibrillation episodes of less than 220ms v-v cycle are recorded between (B)(6) 2012 and (B)(6) 2013. This device was included in a field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.

Event description:
It was reported that there was a ventricular fibrillation sensed which was the right ventricular (rv) lead noise oversensing. The sensing polarity was changed and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 7279 implantable cardioverter defibrillator (B)(6) 2009, 5076-52 implantable pacing lead (B)(6) 2009, 419688 implantable pacing lead (B)(6) 2009. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.